Event description:
It was reported that the patient's device was explanted/replaced as an elective action. The patient's body habitus did not allow the right abdomen wound to heal with the pump in place. The pump was used to administer lioresal.